Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
A complainant reported that a 68 year-old male patient was implanted with an impella cp for mechanical circulatory support. While on support poor distal flows were noted and an external bypass was put in place to address the issue. In addition, the impella was advanced 1/2cm under echocardiogram confirming proper placement. No additional information was provided.